Event description:
Pt was secured on exam table following MFR's guidelines/instructions for safe use of straps. Velcro on straps pulled apart causing pt to fall off exam table. The above info is taken from an FDA form 3500 received by MFR via fax on 8/18/2010. By way of an e-mail response to a question concerning product codes, two were provided: (B)(4) a 4" x 108" velcro strap, (B)(4) a 4" x 96" velcro strap.

Manufacturer narrative:
(B)(4). Review of the device event history determined that the reported condition occurred on (B)(6) 2008 and not the originally reported occurrence date of (B)(6) 2010.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be a faulty air in line printed circuit board. The air in line printed circuit board was replaced to repair this condition. A follow up report will be submitted if additional information becomes available.

Event description:
Duer device evaluation, the baxter service technician reported a colleague infusion pump which experienced failure code 810:11. No patient injury or medical intervention was reported. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information was available.